Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower and upper abdomen and bra fat on (B)(6) 2022 using the cooladvantage+ coolcore and coolsmoothpro applicators and presented with paradoxical hyperplasia (pah/ph).

Event description:
Patient was treated with the cooladvantage+ coolcore, cooladvantage+ coolcurve+ and coolsmoothpro applicators.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/31/2023. Clarification to b3 partial date of event: "4 months" post treatment was provided. Continued e1 phone number: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen and bra fat/back fat on (B)(6) 2022 and (B)(6) 2023 using the cooladvantage+ coolcore, cooladvantage+ coolcurve+ and coolsmoothpro system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.